Event description:
This lead was implanted on (B)(6) 2011. There was a red alert for high right ventricular pacing lead impedance detected on (B)(6) 2011. Patient's physician is dr. (B)(6). A call to technical services on (B)(6) 2012 states that the patient had a transplant on (B)(6) 2011 and the device is in the pocket but the leads were cut and are no longer functional. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).